Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a 75% stenosed lesion in the left anterior descending coronary artery (lad). The viperwire was advanced, and the accordion phenomenon occurred in the vessel. The viperwire was retracted proximally to resolve the accordion phenomenon, and the guide catheter was removed. The oad was advanced using glideassist mode, and the oad jumped and contacted the viperwire spring tip. The oad was stuck on the guide wire, and the oad and viperwire were removed. A spring tip fracture was observed. The fragment had remained stuck in the oad when the devices were removed, and no additional devices were needed to remove the fragment. No fragment remained in vivo. A second viperwire was used to rewire the lesion, and the procedure was completed with a good outcome. The patient condition was good following the procedure.

Manufacturer narrative:
The reported viperwire was received at csi for analysis. The viperwire was fractured at the spring tip solder bond. Scanning electron microscopy analysis showed evidence of torsional forces and rotational damage at the fracture site. It is hypothesized that the spinning driveshaft made contact with the spring tip causing the fracture, which is consistent with the reported event details. The root cause of the failure is considered to be device use that is not consistent with the instructions for use. The diamondback coronary oas instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis, the reported viperwire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).